Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The insulin pump did not show any physical damage. The device had been dropped. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed but the display did not return. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. Unit passed displacement test, self test and off no power test. No blank display noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clop slot, cracked battey tube threads and stained end cap sticker.